Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced the eye-tracker camera and successfully completed system verification to specification. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. Most possible root cause could be a faulty eye-tracker camera. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported the tracker did not seem to track as good as it normally does. All procedures were completed. System is not down. Request service visit to verify tracker operation. No surgeries were cancelled.